Event description:
It was reported that about a week after implant, the patient had a stroke. The patient was told that it was caused by the shock to her body from having the pump implanted. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 8709, lot # l73869, implanted: (B)(6) 2000, product type catheter. (B)(4).